Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a white substance on one of the needles. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly, out of the packaging blister, and an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305180, lot 4212669. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 batch # 4212669 verbatim: not sure if you are the correct rep to assist with this or not. One of our clinics reported a white substance on one of their needles as they pulled it out of the packaging. They pulled 2 others that they could see that also was affected. Can you please report this and investigate? Picture below with part and lot#.